Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as < 0.1 u/l and this value was reported outside of the laboratory. The patient was informed that she had a miscarriage. An ultrasound was performed on the patient 4 days later and it was determined that the fetus was still alive. Another sample was then collected from the patient and this sample resulted as 42586 u/l on (B)(6) 2015. The initial sample was repeated at a 1:100 dilution on (B)(6) 2015 and resulted as 25591.0 u/l. The patient was not adversely affected. The hcgb reagent lot number was 18318301. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A general instrument issue is not evident. A reagent issue was determined to be unlikely.